Event description:
Customer reported a button error on her insulin pump. Customer changed out the battery, but the device still will not work. Customer's blood glucose is 162 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. It had a cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.